Manufacturer narrative:
Isi has not yet received the maryland bipolar forceps for evaluation, however it has been requested to be returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the device logs for the maryland bipolar forceps (part# 470172-16 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2021 via system serial# (B)(4). There were 4 uses remaining after this last usage. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A photo of the instrument was provided by the customer. The image shows damage to the conductor wire, but further analysis and root cause determination would require testing of the actual instrument. This complaint is being reported due to the following conclusion: the maryland bipolar forceps instrument was found to have conductor wire damage. Although no patient harm occurred as a result of this issue, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument was found to have abrasions on the black cable. It was noted that the previous procedure (a prostatectomy) had been completed successfully and there was no reported patient injury. Intuitive surgical, inc. (Isi) performed follow-up with the customer and additional information was obtained. The instrument had been inspected prior to the last usage, but the abrasions "were barely visible" and the instrument was used. After surgery completion, the instrument was inspected and there was no damage or anything out of the ordinary noted. However, in central processing, before the automated cleaning, magnification was used for inspection and the abrasion was identified.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 evaluation information can be found in the following fields: h6, and h10 intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the reported complaint. Fa found the primary failure of damaged conductor wire insulation to be related to the customer related complaint. The maryland bipolar forceps instrument was found to have damage to the conductor wire insulation. The instrument passed the electrical continuity test. The wires were found to be exposed within the insulation. The root cause of this failure is attributed to component failure. Additional observation related to the customer reported complaint was also identified: the maryland bipolar forceps instrument was found to have thermal damage on the bipolar yaw pulley. The conductor wire was observed to have insulation damage. The root cause of this failure is attributed to mishandling/misuse.